Manufacturer narrative:
The lay user/patients meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. In addition, a device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. Lifescan also conducted an evaluation of the test strip lot and concluded that this lot did not breach the thresholds set for escalation and no systemic issue was observed. Analysis was not possible for the returned test strips due to unknown storage and handling preventing the allegation being physically investigated. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On september 27, 2018, the lay user/patient contacted lifescan (lfs) USA, alleging that his onetouch ultra 2 meter read inaccurately high and low compared to his feelings and/or normal readings, and inaccurately erratic. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged meter inaccuracy began on the first week of (B)(6) 2018. The patient reported obtaining alleged inaccurate high blood glucose readings of ¿484, 466, 333, 461, 550 and 204 mg/dl¿ with the subject meter, which he felt were inaccurately high. He also stated that he obtained a result of ¿57 mg/dl¿ on the subject meter, which he felt was inaccurately low. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine an inaccuracy. The patient also reported that he obtained results of ¿550 and 204 mg/dl on the subject meter, the results were taken greater than 20 minutes apart. The patient informed the csr that he manages his diabetes with oral medication (glipizde 1 tablet every morning), diet and exercise, and that he made no changes to his normal diabetes regimen, in response to the alleged high/low inaccurate results. The patient reported that after the alleged issue started, on (B)(6) 2018, he developed symptoms of ¿dizziness and sweating¿. The patient confirmed he did not receive or require any treatment for the alleged symptoms. During troubleshooting, the csr confirmed that the unit of measure was set correctly on the subject meter, the samples were taken from an approved site, and that the patient¿s test strips had been stored correctly, were within expiry date. It was noted the patient did not have control solution. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after the alleged product issue began.